Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. The customer's reported problem was confirmed. According to the investigation, the pump faulty upstream occlusion sensor and mp board caused the reported problem. Service's replaced the pump faulty upstream occlusion sensor, faulty mp board, keypad, overlay calibrated, and reinstall the device software. Functional testing and delivery testing were performed, and the pump passed all testing. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump indicated that the pump had a bad upstream sensor. There was no patient present at the time of the event. There were no reported adverse events.